Event description:
A customer in france reported an issue with a pump that was not charging properly due to a loose connection at the usb port. There was no information available on the impact to the customer's blood glucose level. The pump successfully loaded a cartridge and delivered a bolus without any alerts or alarms, and drops were observed at the end of the cartridge pigtail during a system check. The device is being returned for assessment, and a replacement pump has been issued.